Event description:
The pt received her scs system on (B)(6) 2007, including two leads (with the same lot number). It was reported the pt has not used the scs system for six months. The pt reported the system did not provide the relief needed. It was reported the pt had a chronic abdominal issue; the physician believed it was not device related. When the system was turned on, the pt was only receiving stomach stimulation. The physician is working with the pt for the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.